Manufacturer narrative:
Concomitant products: nexgen lps-flex articular surface: catalogue # 00596403212, lot # 60339334. Device received, evaluation in progress

Event description:
It is reported that a patient underwent knee revision due to tibial baseplate loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - medical product - articular surface size ef 12 mm height "use with plate 3 catalog# 00596403212 lot# 60339334, nexgen lps option femoral, size e-rt catalog# 00599601552 lot# 60435826. Reported event was confirmed by review of x-rays and operative reports. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. As per nexgen complete knee solution package insert loosening is known risk of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends